Event description:
Related manufacturer reference number: 2017865-2022-05844. It was reported that the patient presented for a follow-up in clinic. Upon interrogation, it was observed that the right ventricular (rv) and right atrial (ra) leads exhibited low pacing impedance and high capture thresholds. The rv and ra leads were explanted and replaced. The patient was stable.

Manufacturer narrative:
The reported events of low pacing impedance, high capture threshold and insulation damage were confirmed. As received, a complete lead was returned in one piece. Visual and x-ray examination found compressed outer coil at the middle region of the lead with damage to the outer and inner insulation consistent with clavicular crush. Electrical test found internal short between the inner and outer coil due to clavicular crush damage. The cause of the reported event was isolated to the clavicular crush at the middle region of the lead.